Event description:
Medtronic received information that during use, of the custom tubing pack the customer reported that the pressure dome would not hold a seal and measure pressure. The customer stated that the pressure dome seemed to leak on the air side (manometer side), not on the fluid side of the domes. It is suspected that air (not fluid) was leaking from the air side of the pressure dome because it wouldn't hold a pressure reading. The perfusionist changed the pressure dome out for a new pressure dome. There was no adverse patient effect as a result of this issue. Additional information: there was no air in system.

Manufacturer narrative:
Conclusion: based on the investigation results can be concluded that the following root causes lead to the origination of the failure mode (component with leakage): the manufacturing processes, associated controls and inspections were reviewed to determine the root cause for the reported event. During the manufacturing of the samples and per the experience from production personnel, it was confirmed that the assembly of the tubing of 1/8 with the tube of ¼ turns very difficult since there is no exist a robust tool or method to ensure 100% the assembly (bush) between these tubes. In order to make an improvement in this assembly, the sales rep was contacted to offer a modification in the configuration and to be able to ensure the assembly. Medtronic will continue to monitor for similar events/issues. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.